Manufacturer narrative:
Returned therapy cable failed inspection for unrelated issue but passed safety. The returned monitor was tested and passed both isl (safety) and eit (performance) testing. The reported condition was not able to be replicated. The reported service error code alert can be attributed to a system power-on self-test fault detected when a patient plugs and unplugs the therapy cable during system boot up. Will continue to monitor and trend service code issues for failure modes.

Event description:
Patient called in to report that the patient received an alert stating that the device needs service. Patient further reported that when the patient switched into second garment, and then plugged the battery in the wcd system populated the service error code. The patient was able to clear the code by re-booting the wcd system. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.